Event description:
Taxus liberte clinical study. Same case as MDR ID# 2134265-2012-04359. It was reported that during a stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject presented with exertional throat pain and diagnosed with stable angina (ccs classification: 2). Cardiac catheterization was recommended which revealed at 95% stenosed target lesion located in the proximal right coronary artery. The lesion was 18 mm long with a reference vessel diameter of 3.00 mm. The lesion was pre-dilated using a 2.50mm x 20mm maverick balloon and a 3.00mm x 20mm taxus liberte stent was deployed with 0% residual stenosis. However, the subject experienced "chest pain with balloon inflation level 3." This was treated with ic 200 mcg/min of nitroglycerine. Five days later, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).